Event description:
The proximal relay nbs pro stent graft for a thoracic aortic repair was deployed and after the sheath marker had passed the marker on the stent graft and there was an inadvertent delay on deployment causing the lower aspect of the stent graft to fall back into the descending portion of the thoracic aorta. A 46mm x 100mm relay pro was extended to the original desired target area and successfully landed in the desired position. The overlapping area was ballooned and responded well. There was a small kink that was straightened out with ballooning.

Event description:
The proximal relay nbs pro stent graft for a thoracic aortic repair was deployed and after the sheath marker had passed the marker on the stent graft and there was an inadvertent delay on deployment causing the lower aspect of the stent graft to fall back into the descending portion of the thoracic aorta. A 46mm x 100mm relay pro was extended to the original desired target area and successfully landed in the desired position. The overlapping area was ballooned and responded well. There was a small kink that was straightened out with ballooning. Patient outcome - unknown.